Manufacturer narrative:
The inspection of the device by olympus (B)(4) also confirmed followings; the angulation range of the bending section was insufficient. There was play in the angle. Leakage from the channel was confirmed. There was water ingress on the control body and it was corroded. The biopsy port was corroded. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, based on the inspection result, olympus medical systems corp. (Omsc) assumed that the reported event was caused by corrosion of parts related to angle function. The corrosion may have been caused by leakage from instrument channel due to misuse of treatment tool. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that bending section angulation did not work properly during preparation for use. Then, olympus inspected the device at the service department of olympus (B)(4) and found that the bending section angulation was locked and could not be released. It is a MDR reportable malfunction. There was no report of patient injury associated with this event.